Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "on the (B)(6) the catheter was inserted. The (B)(6) during a dialysis session, we noticed air inside all the dialysis circuit. The session was stopped. The circuit was changed and the dialysis machine but we still noticed air in the circuit. We stopped again the session and we changed again the circuit, the machine and we also changed the catheter. So, no air was noticed in the circuit. There were no clinical consequences.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a leak in the catheter was not confirmed. One arrow 12 fr x 16 cm 2 - lumen hemodialysis catheter was returned. No defects or anomalies were observed during visual examination without magnification. The catheter was leak tested. With the opposite end of each lumen occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed. A device history record review was performed, based on sales history, and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.